Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the delivery needle or were returned. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that t2 did not deploy. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.